Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) had provided inappropriate anti-tachycardia pacing therapy due to incorrect interpretation of atrial fibrillation as ventricle tachycardia. No intervention was performed. There were no patient consequences.